Event description:
During a device interrogation on (B)(6) 2020, near the end of the programmer session, error messages were displayed on the programmer indicating a loss of telemetry with the device. The session was closed and upon reinterrogation, the user was prompted to reinitialize the device as it had switched to standby mode. Reinitialization was performed; however, when the device was reinterrogated, it could not be reprogrammed due to the same loss of telemetry (ie. The device could be identified and connected to, but not reprogrammed). The patient was experiencing stimulation from the elevated outputs, so it was planned to replace the device. Attempts to interrogate were made with 3 different programmers, all with the same result.

Manufacturer narrative:
The preliminary analysis of the returned device identified that the device switched in standy mode due to drop in the device voltage when the device was interrogated.

Manufacturer narrative:
D3 and g1 updated. Please refer to the attached analysis report.

Event description:
During a device interrogation on (B)(6) 2020, near the end of the programmer session, error messages were displayed on the programmer indicating a loss of telemetry with the device. The session was closed and upon reinterrogation, the user was prompted to reinitialize the device as it had switched to standby mode. Reinitialization was performed; however, when the device was reinterrogated, it could not be reprogrammed due to the same loss of telemetry (ie. The device could be identified and connected to, but not reprogrammed). The patient was experiencing stimulation from the elevated outputs, so it was planned to replace the device. Attempts to interrogate were made with 3 different programmers, all with the same result.

Event description:
During a device interrogation on (B)(6) 2020, near the end of the programmer session, error messages were displayed on the programmer indicating a loss of telemetry with the device. The session was closed and upon reinterrogation, the user was prompted to reinitialize the device as it had switched to standby mode. Reinitialization was performed; however, when the device was reinterrogated, it could not be reprogrammed due to the same loss of telemetry (ie. The device could be identified and connected to, but not reprogrammed). The patient was experiencing stimulation from the elevated outputs, so it was planned to replace the device. Attempts to interrogate were made with 3 different programmers, all with the same result.